Manufacturer narrative:
This report is being amended to reflect changes in sections. This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the black residue observed within the sterile pack containing the taper stem.

Manufacturer narrative:
Visual inspection of the returned device confirmed black residue on the poly bag, within the sterile package. The device was returned unused. The shrink wrap and sterile cavities were returned for further evaluation. The external carton was damaged. Device history record review identified no deviations or anomalies in the manufacturing process. This device has been in distribution for approximately 7 years and 3 months. The amount of distribution during this timeframe is unknown. Review of the complaint history for lot code associated with the returned device indicated no prior complaints for this lot. This device is used for treatment. Previous investigation for a similar issue of black residue resulted in a new package configuration. This stem was manufactured on september 12, 2008 and pre-dates the implemented change.